Manufacturer narrative:
(B)(4). Despite attempts, additional information could not be obtained. This report will be updated should new information become available.

Event description:
Boston scientific received information that this left ventricular (lv) lead was noted to be dislodged upon post-implant check. The patient's unknown device was reprogrammed to provide right ventricular (rv) lead pacing only until a revision could be performed approximately six weeks later. In the interim period the patient developed a hematoma at the site of implant. An evacuation of the wound site was performed and the patient will be investigated for infection as well as lv lead revision in the future. No additional adverse patient effects were reported. This system remains in service.